Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: after syringe removal from the cap: blood droplets coming out after therapy administration.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: after syringe removal from the cap: blood droplets coming out after therapy administration.

Manufacturer narrative:
H6: investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21075999. Further information provided by the customer indicates that the leakage occurred approximately 30 minutes into the infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075999 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.